Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during a microwave ablation procedure of the liver, it was reported the tip of the applicator fractured off inside of the patient. The treating physician determined not to removed the fractured tip from the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 14cm solero applicator. A visual review of the returned device noted that the ceramic tip was fractured off. X-ray images were taken of the device. The inner conductor of the semi rigid cable appears to be broken near the end of the steel shaft. The applicator shows signs of damage, which may have led to dielectric breakdown in the tip. Dielectric breakdown in the tip can cause the center conductor of the semi-rigid cable to fail and the ceramic tip to detach. The reported complaint description of a fractured tip is confirmed. A definitive root cause for the event cannot be determined, however it does not appear to be manufacturing related. The IFU states that the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. It was noted that the user gained access percutaneously. This is contradictory to the IFU. The damage to the tip was most likely caused by user error. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).